Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent open reduction internal fixation surgery for trochanteric fracture of femur. Before surgery, a nurse assembled the instrument and implant in question. During the process of setting the devices, they got stuck and could not be disassembled. Another nurse disassembled them by force. After disassembly, it was found that the coupling screw was wrapped with sticky material (like gray tape). As foreign matter was seen in the middle abdomen after checking the inner space of the helical blade inserter, re-washing and re-sterilization were performed immediately before the surgery. The surgery proceeded with no problem and was completed with no surgical delay. The patient outcome was reported as stable. No further information is available. This report is for one (1) helical blade inserter. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.